Event description:
I had a total right hip replacement on (B)(6) 2005. I received the depuy total hip pinnacle acetabular cup solution system stem mma size 12.0mm 8.0 length full pc 12/14 taper cup size mm 52. In (B)(6) 2008 I suffered severe hip, groin, back and leg pain on the right side, and learned that the implant stem broke in half inside my leg. As a result, I underwent 2 days of surgery in (B)(6) 2008 to attempt to correct the problem. I also claim chromium cobalt toxicity as a result of this failure. Therapy in 2005, 2008, 2009. Reason for use: legg perthes disease.